Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 304 mg/dl. The customer¿s current blood glucose value was 423 mg/dl. The customer also mentioned other blood glucose values such as over 400 mg/dl, 380 mg/dl. The customer experienced symptoms of high blood glucose value such as sweating. The customer also reported that they was on auto mode. The customer treated high blood glucose with insulin pump. Based on customer¿s report customer did not allege under delivery. The customer wearing the insulin pump when high blood glucose event was reported. The insulin pump will not be returned for analysis.